Event description:
Medtronic rec'd info that this bioprosthetic aortic valve exhibited a moderate leak at the level of the left cusp. This observation was made during the implant procedure, when an intraoperative echo was performed as the pt was weaned off bypass. Bypass was reinitiated, and two add'l stitches were placed at the level of the aortic annulus. The leak recurred. The decision was made to abandon the valve, and a similar valve was implanted without reported difficulty. There have been no adverse pt effects reported.

Manufacturer narrative:
Analysis: visual examination of the returned valve identified a tear in the tunica, as well as a puncture in the left cusp. The appearance of this damage is consistent with that of a puncture or laceration by a sharp instrument. Although analysis could not identify when the damage to left cusp occurred, it is likely that the damage occurred during implant, which would have likely caused the reported leak. Due to the size and location, it is likely that the tear would have been identified during the pre-implant inspection process. Intracuspal hematomas were also observed in the left and non-coronary cusps. Review of the device history record (DHR) shows that this device met manufacturing specifications, including multiple inspections, prior to release to distribution. Conclusion: user interface likely contributed to the reported event. Valve abandoned at implant with no reported adverse pt effects.